Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to load. A new kit was used to complete the procedure. There were no pt effects. The product was returned. This event was reported to maquet on (B)(6) 2011.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A follow up report will be submitted once the device evaluation is complete. Items marked "ni" are unk to us at this time. (B)(4).